Event description:
Reporter indicated that diagnostic tests resulted in high lead impedance during an office visit. The reporter stated that there is no known trauma that may have caused the high lead impedance. It was reported that the pt could not feel stimulation, but it is unk when this symptom began. The pt's device has been turned off at the office visit. The pt has been scheduled for explantation of the device. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.